Event description:
It was reported that the loop portion of the loop electrode (via the subject device) fell off inside the patient and was retrieved. The issue was found during a therapeutic trans cervical resection in saline procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.